Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/25/2021.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritoneal inflammation. The cause of the event was not reported. It was reported that the patient was hospitalized and was treated with an unspecified anti-inflammatory drug (intraperitoneal, dose, frequency and duration were not reported) which was added into dianeal. At the time of this report, the patient remained hospitalized and has not recovered from the event. Dianeal therapy was ongoing during treatment, however, was withdrawn at the time of this report. No additional information could be provided as the reporter declined follow-up.